Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Additionally, it was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.